Manufacturer narrative:
Documentation from (B)(6) clinic states this system was explanted on (B)(6) 2019. Upon receipt, the lead under complaint was found cut approx. 14.5cm distal to the is-1 connector pin into two segments. The proximal and medial fragments were received for analysis. The distal lead fragment including the lead tip and a part of the rv shock coil were missing. An extraction aid was found in the medial fragment. The returned lead fragments were visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had device explanted as a preemptive move to prevent infection since he had a flesh eating disease at (B)(6), sometime in august. No other info provided. Should additional information become available, this file will be updated.